Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the thoracic probe was bent. The reported issue was found to have occurred while in the patient's anatomy. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.